Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4)

Event description:
It was reported by the manufacturer representative (rep) that there was a buried lead trial that started a week ago. The day of this report when they implanted the device, they noted that the proximal lead body was black in color. No malfunction occurred with the lead upon implant; the impedances and therapy were good. A bacitracin flush was used during the implant process. The rep reported seeing this once before and they were inquiring about the reason for the color change. There was no image available due to the pocket already having been closed. The rep noted that this was the second system for the patient. Their first system was for thoracic pain and this new system would be for cervical pain. If additional information is received, a follow-up report will be sent.